Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 2. The home patient stated the supply line clamp was open and she does not use that line. The hp was advised to start over with all new supplies. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter france that the reservoir of one (1) ce intermate lv250 had ruptured during patient use. According to the report, the intermate was filled with 125ml of ticarcilline (claventin) 5g/200mg and sodium chloride and the rupture was observed 10 minutes after the start of infusion. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient and reviewed proper procedures. There was no patient injury reported.

Event description:
The customer observed non-reproducible, falsely elevated vitros tropi es results for two different patient samples processed on a vitros eciq integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. One of two tropi es results was reported outside the laboratory. A corrected report was sent to the physician and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)